Event description:
Additional information received reported the cause of the event was unknown although the patient did lose balance and hit his head two days prior to the event. The event was attributed to the patient¿s implantable neurostimulator (ins). It was noted there were no abnormal impedance measurements. The patient¿s ins was interrogated on (B)(6), which did not reveal problems but the patient was scheduled to have his ins replaced within 3 months. The patient did not require hospitalization due to the event and no patient injury was reported.

Event description:
It was reported that the patient fell and hit his head where the lead was implanted on (B)(6) 2013. The patient felt a little woozy, but noted no changes. By midnight on (B)(6) he felt an increased tremor. It was noted that the patient took parkinson¿s medications sporadically and did not have his patient programmer with him. The patient took some medications and when he got his programmer, he noticed the stimulation was off, but noted that he hadn¿t turned it off. The patient also saw a ¿call your doctor¿ icon and it was believed that he saw a power-on-reset message as well. The patient turned stimulation back on and his tremor was under control. It was noted that the patient was scheduled for a replacement in (B)(6). It was also reported that following reprogramming on (B)(6), the patient was not getting the full benefit of his tremor control and experienced a resting tremor. It was noted that the patient had not taken his pd medications in 20 hours, however, this was not unusual for him. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2010, product type extension; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2010, product type extension; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).